Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2026. The cause of death was listed as brain bleed. Pump was operating as expected and wouldn't be returned for evaluation.